Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was attempted but after deployment the device could not be removed. The patient was taken to the operating room. Several unspecified medications were given. A cut-down into the subcutaneous tissue tract was made freeing the device for removal. The access site was surgically sutured to achieve hemostasis. Hospitalization was extended to monitor the patient. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.